Event description:
It was reported that a spectrum pump had direction of flow label missing during unspecified process in the biomed service department . There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection revealed directional flow label is missing. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be case shimming. The case shimming is required to be performed to address this issue. Should additional relevant information become available, a supplemental report will be submitted.